Manufacturer narrative:
Lot review: two suspect lots were reported: lot # 3436827 (mfg date 5/2017) shows (B)(4) units and lot # 3432850 (mfg date 4/2017) shows (B)(4) units were manufactured, tested, inspected, and released with no exception documents cited.

Event description:
Chemolock adapter used as part of baxter IV administration set for circle priming and administration of chemotherapy. Chemotherapy infusion was discovered to be leaking, specifically the chemotherapy adapter, approximately 5 minutes into chemotherapy infusion. Product reached patient, no apparent harm.

Manufacturer narrative:
Lot review: two suspect lots were reported: lot # 3436827 (mfg date 5/2017) shows (B)(4) units and lot # 3432850 (mfg date 4/2017) shows (B)(4) units were manufactured, tested, inspected, and released with no exception documents cited. Visual analysis: cl3534 was received with mating device and found to be leaking at chemolock. Functional analysis: returned cl3534 was pressure tested. Leakage was detected at the chemolock spin mechanism. The o-ring was found to be misassembled on the post. Summary: the cl3534 was confirmed to be leaking. The cause was a mis-assembled o-ring.

Event description:
Chemolock adapter used as part of baxter IV administration set for circle priming and administration of chemotherapy. Chemotherapy infusion was discovered to be leaking, specifically the chemotherapy adapter, approximately 5 minutes into chemotherapy infusion. Product reached patient, no apparent harm.